Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Event description: it was reported that a metal pin broke, so the device no longer closes properly. The device does not lock. The reported event was confirmed. The service evaluation revealed a broken door lever at the outflow side. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported that a metal pin broke, so the device no longer closes properly. The device does not lock. There was no harm for patient, operator or third party reported. No further information received.